Manufacturer narrative:
B3: date of event is estimated. The return reason of power port damage is confirmed. The unit smells cigarettes and it's recommended to scrap as all housings and most of the components need to be replaced.

Event description:
It was reported that the patient's device was not charging and the patient was experiencing shortness of breath. It was noted that the unit was dropped.